Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis.

Event description:
It was reported that the patient experienced pain related to the position of the implantable pulse generator (ipg) in the abdomen. The ipg was replaced with an ipg that was coated and small in size. Implant site was relocated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 implantable pacing lead, implanted: (B)(6) 2010; 4968-35 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.